Manufacturer narrative:
The investigation for the reported priming issue and pump stop issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided noted the following: pump stop / did not start: clinical details indicate that the pump was started outside the patient's body before they had removed the red lumen. Based on the clinical details provided, the root cause of the pump did not start was determined to most likely be a red lumen issue. Priming issue: since the product was not returned and data logs could not confirm purge flow, the root cause of the priming issue could not be determined.

Event description:
The complainant reported that during preparation of an impella cp pump for mechanical circulatory support, the staff had issues with priming the device. It was stated that the device did not properly primed and that purge fluid was not seen exiting the catheter. Shortly after, the pump was inadvertently started while outside of the patient with the red lumen still in place. The motor current spiked and the pump stopped. The staff was advised to replace the pump, but as no spare could be found, an intra-aortic balloon pump was subsequently placed for ongoing support. There was no patient harm.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿